Manufacturer narrative:
Use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was over 400 mg/dl. The customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021. Customer sustained no permanent damage. Tandem technical support offered to perform a pump system check, however, customer reported pump is functioning as intended.